Event description:
It was reported that the device sparked when putting in the battery and has a burn on the board. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Device evaluation: one device was received. A visual inspection found a cracked top case, bottom case, plunger case and battery door. There was no battery pack in the device and no contamination. During the functional testing, the customer reported problem was able to be confirmed. The root cause was found to be the burnt component on the interconnect board. The interconnect board was replaced, along with the top, bottom and plunger head cases. A new battery and power supply shield were also replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: it has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-08012 is no longer considered reportable. While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard any reports associated with it.